Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found to have a broken main tube in the middle of the main tube. Damage to components adjacent to the fracture site suggests potential mishandling or misuse. At the same location, all internal cables and the hypotube were also broken. Additional observations related to the customer-reported complaint: the hypotube was completely severed at the midpoint of the instrument, with no pieces missing. The grip cable was broken at the site of the main tube fracture and was completely severed. The pitch cable was also broken at the site of the main tube fracture and was completely severed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the images showed the proximal clevis was dislodged from the main tube. The probable root cause of the broken main tube is damage sustained during use, potentially due to accidental dropping of the instrument, inadvertent collisions with other instruments, or excessive side loading. Such loading can cause the main tube wall to collapse inward, leading to cracking and eventual breakage. The damaged hypotube, grip cable, and pitch cable are likely secondary failures resulting from the broken main tube.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument exhibited an unknown issue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument had visible tip damage and a misaligned jaw, but no fragments were believed to have fallen into the patient; there was resistance during removal requiring cannula extraction, no cable damage was noted, and the device will be returned, though no photos or video are available.